Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently unresponsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow and ok keypad buttons have required multiple presses to obtain a response for the past couple of months. He noted that the buttons do not feel abnormal. The family member denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that the patient wears the pump on her waist with a clip.